Manufacturer narrative:
It was claimed that the compressor was not working. There was no patient harm. The issue was decided to be reported based on available information (no faulty part specified), however there may be underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description and service report. According to received information, there was no issue with the unit and it did not need service. Therefore, the root cause of the issue has not been confirmed. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor was not working. There was no patient harm reported. Manufacturer's ref.#: (B)(4).